Event description:
It was reported that the ventilator breath rate increased to the 25 to 28 range (from a normal range of 14-16) with an audible alarm. The patient was not placed on another ventilator until the next morning. It was also reported that this breath rate increase caused a pneumothorax 5 days after the problem occurred. The patient was taken to the ICU where the doctor did not diagnose a pneumothorax but rather diagnosed a pulmonary infiltrate.

Manufacturer narrative:
Na